Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 05/23/2016. (B)(6). Actual sample was returned for evaluation. The sample confirmed customers' indicated failure mode of severed tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5253910. Refer to CAPA (B)(4). Confirmed complaint. CAPA (B)(4) has been initiated for documentation related to this issue of severed tubing. Root cause: just before sealing process, if tubing is outside of the bottom blister cavity, the tubing can be severed. Refer to CAPA (B)(4).

Event description:
It was reported that tubing was severed from a 23g bd vacutainer® push button blood collection sets with pre-attached holder. No serious injury, blood to mucous membrane exposure or medical intervention was reported.